Manufacturer narrative:
Analysis is ongoing, once further information is available a follow-up report will be submitted. The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient alleges she experienced an infection of the eye(s) while using the device. Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported due to incomplete diagnosis, lack of medical information, and unknown resolution.

Manufacturer narrative:
Device evaluation complete.